Manufacturer narrative:
H4: the lot was manufactured in april 2022. H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the chamber and the tube was observed. Due to the nature of the sample, further evaluation could not be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood/solution set was damaged. The type of damage was not further specified. The issue was observed prior to patient use. There was no patient involvement. No additional information is available.